Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0178003r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
It was reported that there was a motor stall. A motor stall was confirmed in the event logs with no motor stall recovery recorded. The stall occurred on (B)(6) 2015. The patient went to the hospital "last week or maybe during the weekend" and had a cat scan and a barium study but no MRI. On (B)(6) 2015, it was noted that the pump was alarming again and it was driving the patient "crazy." The manufacture representative thought they had turned it off already. It was reported that the "pump had died" on (B)(6) 2015 and the pain clinic tried to stop the alarm that sounded like a "british police car." It was noted that they were not able to turn off the alarm. The patient had been in "hell" ever since. It was noted that the pump had 3 months until elective replacement indicator (eri) and the pump decreased in efficacy since november. The pump was placed in minimum rate. The healthcare provider (hcp) office was to schedule for replacement. The patient was covered with oral medications. The pump system was delivering clonidine and morphine. Information regarding the plan for a replacement was also reported in regulatory report # 3004209178-2015-01255 due to the lack of information indicating the reason for replacement. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.)

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4)

Event description:
Additional information indicated that the pump motor stalled and had "not recovered x3 days". The patient was in withdrawal at the time. No rotor study was performed. On (B)(6) 2015, the pump was replaced and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found motor gear train anomaly, corrosion, wear and lubrication. Analysis of the pump also found motor gear train anomaly, stall due to shaft-bearing.